Event description:
(B)(4), is the manufacturer of a custom procedure tray that contains a warmer drape part # ors-320n manufactured by ecolab. (B)(4) received a complaint on (B)(6) 2016 originated by (B)(6) of (B)(6) hospital stating a small hole in the warmer drape was discovered at the end of a procedure. The complained drape was not available for evaluation. No patient injury was reported. (B)(4) issued formal complaint (B)(4) to the manufacturer ecolab for a hole in the warmer drape - part # ors-320n. The following warmer drape lot #'s were used to build (B)(4) custom procedure tray (B)(4).